Manufacturer narrative:
Corrected infomation provided. Iol model sv25t0 is not sold in the us. This case was reported to the FDA by mistake.

Event description:
A consumer reported that one day after an intraocular lens (iol) implant surgery performed to his right eye (od), he had only 30% of vision. Per reporter, the lens had to be rotated seven days after the surgery because the iol had turned in the capsular bag and it was off axis. The vision did not improve after the iol rotation. The surgeon informed that the impaired vision is due to the delayed healing with slight descemet folds. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Additional information has been requested but not received to date. (B)(4).